Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event occurred on an unspecified date and involved primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch. The customer reported that after the nurses finish doing a retro purge, just before the start of the infusion, they enter the values in lane a and then start path a. The moment the nurses press the lane, it has an occlusion of the a pathway and suspect that the issue is coming from the tubing. The event occurred when patient was connected to the tubing. There was no visual defect noted on the product. This happened with any substance, there was a non-hazardous product in pathway a as a pouch with electrolytes and route b with chemotherapy products. There was no interruption of medication. The problem occurred before they could start dispensing the drug through route a. There was patient involvement, but no harm was reported as a consequence of this event.

Manufacturer narrative:
One (1) new 142550489 primary plum set for inspection. No damages or anomalies noted. The set was attached to an ICU medical provided IV bag, primed per packaging directions and a flow test was performed using an ICU plum pump. There were no difficulties in priming, no cassette errors, no occlusion alarms were generated, no air in line alarms were generated and no restrictions in flow were observed. The reported complaint of a proximal occlusion alarm can be confirmed based on a lot history review. The probable cause of the occlusion alarm is related to material variability in cassette diaphragm stiffness which could cause an increase in the frequency of proximal occlusion alarms. The lot history was reviewed; corrective actions are in process.